Event description:
During follow-up, noise on the right ventricular lead was observed. Lead explant is anticipated. The patient was in stable condition.

Event description:
Additional information was received indicating the noise led to oversensing. No intervention has been performed. The lead remains implanted and will continue to be monitored.